Event description:
It was reported that migration/dislodgement occurred with the catheter. It ¿pulled¿ completely out of the patient¿s spine and was not anchored. A dye study had been done in relation to diagnostic testing and/or troubleshooting. The patient experienced increased spasticity reportedly located at the ¿catheter track¿. As a result of the event, catheter replacement was required and the old catheter was discarded. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).